Event description:
It was reported that the software error prevented the system from completing boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sata power cable, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.